Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 30.9 mmol/l. Another blood glucose value was 15.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.